Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to update imdrf clinical signs, imdrf health impact, imdrf med. Dev. Problem codes, imdrf components, imdrf cause investigation code, imdrf cause conclusions and investigation summary captured under h10. Correction (g1) - contact office address: (B)(6). Returned sample evaluation: no photograph, sample or video was received for evaluation. Related event conclusion: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Standardization of vacuum nips of the pick and placed was only performed in the ats#2 line on 10/may/2021 (see attachment #1), but it will be deployed to ats#1. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 3 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 unused wafers from 2 market units (5 in each box) had an off centered starter hole. The end user stated that this had been going on for at least 2 years. No photo is available at this time.